Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was noted on stored egm via remote transmission. Programming changes were made and no further oversensing issues were noted. Patient's condition was fine.